Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubble. Customer¿s blood glucose level was 318 mg/dl. Customer mentioned there were bigger than soda pop up size of air bubble in reservoir. The reservoir will be returned for analysis.